Event description:
The pt sent an email 08/12/2008 to report having been seen and treated by an eye care professional for a bacterial infection in both eyes while wearing acuvue 2 product. The pt also reported that some of the new lenses appeared to have "deposits" on the lenses when initially removed from the blister packs. This report is for the right eye. The treating doctor was contacted and confirmed that the pt presented the previous month, with the complaint of both eyes feeling scratchy. The pt was diagnosed with bacterial keratoconjunctivitis in both eyes. The pt was treated with vigamox and lotemax drops. The pt has returned to contact lens wear without further event. The pt was using complete solution. No additional info is available at this time. The product in question is not available for return. The lot numbers of the product is question were provided. A lot history review was requested and initiated but not yet completed. Will report the results of the lot history review or any additional info received without 30 days upon receipt. All reportable adverse events are reviewed during quarterly management review meetings.

Manufacturer narrative:
Device labeling single use or reuse. No conclusion can be drawn.